Event description:
It was reported patient underwent a left total knee arthroplasty. Subsequently, patient was revised due to seroma and pain. The procedure included irrigation and débridement of left knee with polyethylene component exchange.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, associated reports: 3002806535-2019-00909-2, 3002806535-2019-00910-2. Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current manufacturer. This event will be reported by medwatch facility warsaw biomet ¿ (B)(4).

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. D10: attempts were made to obtain additional information. However, none was available. D11: medical product: unknown oxford femoral component, catalog #: unknown, lot #: unknown. Medical product: unknown oxford tibial tray, catalog #: unknown, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00910-1, 3002806535-2019-00909-1. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records could not be performed as it is unavailable. A review of the complaint database could not be performed as item number is unavailable. Without the opportunity to examine the complaint product, the root cause cannot be determined due to insufficient information. Risk assessment: without the opportunity to examine the complaint product and without adequate information received regarding the event, the root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. Corrective action taken: no corrective action required at this time. Preventive action taken: no preventive action required at this time if any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported patient underwent a left tka. Subsequently, patient was revised due to seroma and pain. The procedure included irrigation and deridement of left knee with polyethylene component exchange.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: unk oxford femoral component catalog #: not reported lot #: not reported, medical product: unk oxford tibial tray catalog #: not reported lot #: not reported. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00910, 3002806535-2019-00909. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a left tka. Subsequently, patient was revised due to seroma and pain. The procedure included irrigation and deridement of left knee with polyethylene component exchange.